Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 612 mg/dl at the time of incident. The customer was treated with insulin pump for the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the bolus. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Based on customer¿s report customer did not allege pump was under delivering. Auto mode was not using auto mode at the time of high blood glucose. Troubleshooting was completed for the high blood glucose. The device will not be returned for analysis.